Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event is approximate. The customer contact phone number was not provided.

Manufacturer narrative:
E1: the consumer mailing address was identified and updated. Analysis results: the root cause of the customer's complaint is a failed shaft press fit.